Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. During advancement of the 6 x 29 mm omnilink elite balloon expanding stent (bes), the bes became stuck in a 7f introducer sheath and the stent became dislodged. Therefore, the bes and sheath had to be removed as a single unit to proceed with the procedure. Another omnilink elite bes was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgment was confirmed. The reported difficulty advancing and removing could not be confirmed due to the condition the device was received for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.